Event description:
Customer called hologic questioning sars-cov-2 results from worklist (B)(4) on the panther instrument s/n (B)(4). Customer was concerned with two positive samples because the samples were next to each other and could be a result of cross contamination. Therefore, customer retested the two samples in question and still received positive results. Customer then re-tested the samples with new aliquot and one of them came out as negative. Customer used assay master lot 290566.

Manufacturer narrative:
Hologic product application specialist (pas) reviewed the logs and found no instrument or reagent performance issue. The assay rlu values are valid for the initial and retest. Pas also reviewed the logs from the new aliquot and noted that there is no sign of hardware or kit preparation issue that could have interfered with these valid results. Customer was also informed that results from different tube cannot be compared and are considered different samples. Customer was advised to follow good laboratory practices.